Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of touch contamination and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient had touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day for peritonitis. Treatment rendered for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapy was ongoing. On an unreported date in 2011, the patient recovered from the peritonitis. Outcome for touch contamination was not reported. Per the nurse, peritonitis was caused by touch contamination and peritonitis was not related to dianeal therapy. An opinion of causality was not provided for the touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888503, gd887711 and gd887026 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.